Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a tibial ballooning interventional procedure. Reportedly, the sheath of the starclose se device did not split completely. There was no resistance noted with the thumb advancer. The clip of the starclose se device could not be deployed. The device was successfully removed without resistance from the patient anatomy. The vessel locator wings were noted to be closed; however, it is not known if the safety release mechanism was used for device removal. Tissue damage occurred while trying to remove the starclose se device. Manual arterial compression was applied to achieve hemostasis. No additional treatment was performed for the tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.